Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 06/30/2023, the patient stated the cgm was displaying a normal value (no value provided) but was vomiting and could not keep anything down. She was dry heaving, felt sick and weak. The patient was taken to a nearby clinic by her husband and then was transported to a hospital by ambulance. Upon arrival, they checked the patient's bg and it was high compared to the cgm (no value provided) and the patient was in diabetic ketoacidosis (dka). The nurse provided the patient fast acting insulin and the patient stabilized. After a while, the patient was able to eat. The patient was discharged from the hospital after two days. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.